Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent repair of prolapsed bladder on (B)(6) 2005 and mesh was implanted. The physician opined that at the end of the procedure, blood was noted in the urine and telescope in the bladder showed that the mesh was visible inside the bladder and the physician removed the tape immediately. The procedure was completed with a like device. No additional information was provided.